Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was retrieved and not injury resulted. 29 protaper gold shaping files s2 25mm have been returned (two files in loose + 27 unused files). The two files returned in loose are actually broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1628084). Unused files have been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the product batch #1628084 is conforming (representative sampling). No fault was found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke during use. The patient has been referred to a specialist for retrieval. The patient wasn't injured when the file snapped.